Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/12/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: were there patient consequences? If yes, please explain. Lot number? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Confirming there were no patient consequences, and no lot number recorded. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid and one detached needle that pertain to product code vcp359h were received for analysis. During the visual assessment of the detached needle, it was noted that the swage and attachment area were as expected. Marks on the body needle that appear to be by a surgical instrument could be observed. The barrel hole of the needle was examined under magnification, and no suture remnant was found. The suture was not returned for evaluation to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the suture was damaged/requires repair or replacement. During routine use, thread separated form needle. There were no patient consequences reported. Additional information was requested.